Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a k-wire placed with the aid of navigation was not placed as intended and therewith could, in a worst case scenario, lead to harm of important intra- or extraspinal nerval structures and/or main blood vessels, although: there is no indication of a systematic error or malfunction of the brainlab device corresponding measures to reduce this anticipated risk as low as reasonably practicable are already in place according to the hospital the surgery could be completed successfully and there are no negative clinical effects for this patient due to this issue. According to the results of technical investigation and the information provided by the hospital, the investigation results could neither confirm nor disprove an actual inaccuracy of the information provided by brainlab navigation. The root cause of the misplaced k-wire in the right s1 can probably be attributed to one or a combination of the following: the patient anatomy, since the patient's bone was very hard in some areas and very soft in others. Force applied on the brainlab pedicle access needle during placement of k-wires, which causes some expected anatomical movement, soft tissue can also provide some torsion on the reference array/ k-wires. To ensure sufficient accuracy, the surgeon has to take this anatomical movement into consideration when performing surgery. Movement of the navigation reference array, leading to a shift between the virtual display of the image dataset and the actual patient anatomy, which was apparently not detected during the required accuracy verification to be performed by the user. For the k-wire placed in left l4 instead of the left l5 (adequate placement, wrong level) the brainlab navigation device did not contribute to the undesired placement. The surgeon is responsible for the determination and clinical decision which vertebra is to be operated. The brainlab navigation system solely provides additional assistance to the surgeon or user and does not substitute or replace the surgeon's or user's experience and/ or responsibility during its use. There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimal invasive spine surgery to place screws on l5-s1 was planned to be performed with the aid of brainlab navigation system spine and trauma 3d version 2.6. During the procedure the surgeon: attached the navigation reference array to the sacrum, close to the sacroiliac joint and the sacral neuro foramina performed an intraoperative scan with the ziehm vision rfd 3d c-arm, that was automatically matched by the navigation system with the current patient anatomy (automatic image registration) verified the accuracy of the registration and determined it to be appropriate placed 4 k-wires in the levels l5 and s1 with the aid of navigation (brainlab pointer and brainlab pedicle access needle) performed fluoro images for verification and determined that 2 k-wires were not placed as intended and need to be replaced: the k-wire placed in the right s1 was more lateral than intended, a k-wire meant to be placed in the left l5 was found to be placed in the left l4. Removed and replaced the k-wires with the aid of navigation placed screws, intended to follow the inserted k-wires, in the levels l5 and s1 without the aid of navigation performed fluoro images for verification and determined that the right s1 screw was not placed as intended, apparently following the initial undesired k-wire path attempted to replace the right s1 screw, however was not successful through the minimal invasive incision and converted the procedure to an open procedure. According to the hospital the surgery could be completed successfully and there are no negative clinical effects for this patient due to this issue.